Manufacturer narrative:
Article citation: di napoli, arianna, greco, daniele, scafetta, glorgia, et al. Il-10, il-13, eotaxin and il-10/il-6 ratio distinguish breast implant-associated anaplastic large-cell lymphoma from all types of benign late seromas. Springer nature. 04/nov/2020; 1-14. The events of lymphoma - alcl - suspected and seroma - late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: cd30(+) alcl; late peri-implant seroma.

Event description:
Through journal article "il-10, il-13, eotaxin and il-10/il-6 ratio distinguish breast implant-associated anaplastic large-cell lymphoma from all types of benign late seromas", authors report late seromas and alcl in 12 patients. Cd30+ confirmed, alk- not confirmed. All devices had been explanted.